Event description:
Technician alleged that the foot lever cannot put the bed into trendelenburg position. No pt impact.

Manufacturer narrative:
The technician replaced the trendelenburg valve to resolve the issue.